Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced perioperative anaphylaxis during a surgery in which floseal was used. The cause of the perioperative anaphylaxis was not reported. The indication for the surgery was not reported. It was reported that after the application of floseal, the patient experienced perioperative anaphylaxis manifested by profound hypotension for 20 minutes and some facial swelling. Cardiopulmonary resuscitation was administered and stabilizing treatment for the hypotension was administered; metaraminol (resistant to 10mg) and 4.5 mg adrenaline initially and then noradrenaline infusion. The patient was treated for the facial swelling with hydrocortisone 200 and dex 8 (dexamethasone 8mg) plus piriton. The floseal was washed out and the patient was closed, ventilated and transferred to intensive care unit. On an unreported date, the patient was discharged from the hospital and no longer had any side effects. It was reported that the patient will be following up with an allergy team to confirm potential allergy to bovine protein/gelatins. No additional information is available.

Manufacturer narrative:
(B)(4). The patient underwent major spinal surgery on an unreported date in (b)(^) 2015. It was reported that during the major spinal surgery floseal was applied causing the patient to go into anaphylactic shock followed by a ten minute cardiac arrest which resulted in the surgery being abandoned half way through. Treatment for the anaphylactic shock was not reported. Patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.